Manufacturer narrative:
Date of event was estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02265. It was reported that the ipg could not be set to MRI mode due and patient experienced ineffective therapy. Diagnostics revealed high and low impedance. Reprogramming was unable to resolve the issue. It was later determined that the leads are fractured. As a result, surgical intervention may occur later to address the issue.